Event description:
It was reported that during the procedure, the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and the procedure continued with dual chamber implantable cardiac defibrillation on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in once piece. Electrical testing, visual and x-ray examination did not find any anomalies.